Event description:
It was reported the programmer will not turn on. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the programmer will not power up, the power supply was out of electrical specification. It was also noted that the electrocardiogram (ECG) connector was loose on the printed circuit board.